Event description:
It is reported that the physician was treating a lesion in the right common femoral artery and was using the spider fx as per IFU. It was reported that the 7mm spider fx was in the left gortex graft while directional atherectomy was performed on a very eccentric lesion at the proximal origin of the graft. The atherectomy was reported as successful. When the physician attempted to retrieve the spider with the .035x90cm trailblazer the basket of the spider would not retract into the catheter. The physician decided to bring the spider and the trailblazer up to the 6 fr destination crossover sheath. The basket had too much in it to easily draw it into the sheath. The physician removed all components (spider, trailblazer and sheath) at same time. During removal, the basket of the spider was felt by the physician to be hung at the atherectomy site in the right common femoral. The physician made the decision to pull on to wire to dislodge it; the wire broke at the basket. An attempt was made to localise and clamp on to the remaining portion of the spider under fluoroscopic guidance in the cath lab. He was able to pull a portion out that appeared to be the loop portion. When no more progress could be made the physician decided to take the patient to the operating room to remove the rest of the spider in a controlled operative setting. This was done without any issues noted. It was reported that the patient went to recovery with palpable pulses in both feet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.